Manufacturer narrative:
(B)(4). The device was returned and investigated. The reported cable break was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported cable break could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The clip delivery system is filed under a separate medwatch report.

Event description:
It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. After the steerable guide catheter (sgc) was inserted into the patient anatomy, more minus, about half a turn, was applied to the +/- knob which resulted in a cable break. The sgc was exchanged for a new one. A new sgc was placed and one clip successfully implanted. The second clip delivery system (cds) was advanced and final arm angle was established; however, while in the left ventricle, the clip would not open, even after multiple attempts. Trouble shooting was performed, but the clip still failed to open, so the cds was removed and replaced with a new one. A second clip was deployed without further issue and the final mr grade was reduced to 1-2. The patient was stable post procedure. There was no reported adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.